Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device could not be confirmed. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), stated: if resistance is felt, determine the cause before proceeding. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. A 4.0x15mm nc trek balloon dilatation catheter (bdc) was used; however, it could not be deflated and met resistance with an unspecified guiding catheter during removal. Force was applied to remove the bdc. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.4.0x15mm nc trek balloon dilatation catheter (bdc) could not be deflated and met resistance with an unspecified guiding catheter during removal. Force was applied to remove the bdc. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.